Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. The customer reverted to an alternate pump for insulin therapy. Customer¿s blood glucose level ranged from 112-120 mg/dl.